Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided with a completed investigation.

Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in open pouches from the lot number provided in the report. The label matches the products returned. Five sealed devices from the same lot were also included in the return. Device 1: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Device 2: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The clip was still attached to the deployment mechanism, the clip opened and closed as intended with handle manipulation. The device was functioned tested in a pentax colonoscope (2.8 mm channel) in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst-case position. The clip was closed on two layers of simulated tissue and was successfully deployed by applying an expected amount of force to the handle spool. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components including clip) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Sealed devices (5): the sealed devices were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: device 1: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation, the clip had been deployed and was not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Device 2 and sealed devices: a definitive cause for the reported observation could not be determined because the devices functioned as intended. The system preparation section of the instructions for use includes the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use include the following precaution: ¿endoscope must remain as straight as possible when inserting or withdrawing device." "Exercising handle while clip is coiled may result in damage to clip.¿ prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a clipping procedure for a bleeding polypectomy, three cook instinct endoscopic hemoclips were used. The doctor placed a clip on the site but the first clip did not stay and fell [falls off clipping site prematurely]. Two other clips were tried and they did not close strong enough and fell [premature deployment]. Another manufacturer's clip was used to complete the procedure with success. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.